Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking at the headset and the self-adhesive of the infusion set was wet with insulin. The customer reported that this has occurred with 3 different infusion sets from the same lot. The customer has experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.